Event description:
On the 12th september 2014, lenstec received via e-mail notification that the device was being returned. The lens in question was returned via the returns authorization numbers (ra#s) 1223/59847 on the (B)(6) 2014 with the notification "upon insertion into eye, dr. Noticed broken trailing haptic, lens cut, removed (B)(6) 2014. No patient injury, same model lens used successfully".

Event description:
On the 12th september 2014, lenstec received via e-mail notification that the device was being returned. The lens in question was returned via the returns authorization numbers (B)(4) on the 16th september 2014 with the notification "upon insertion into eye, dr. Noticed broken trailing haptic, lens cut, removed (B)(6) 2014. No patient injury, same model lens used successfully".